Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Physician noted pocket erosion. The implantable cardioverter defibrillator was explanted. There was no discharge of fluid at the time of extraction. Physician does not blame abbott products. Patient was discharged post procedure.